Manufacturer narrative:
The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Battery: (B)(4), catalog: 1650de, exp. Date: 12/31/2015, mfg. Date: 12/04/2014, (B)(4), returned date: 04/03/2017. Battery: (B)(4), catalog: 1650de, exp. Date: 12/31/2015, mfg. Date: 12/03/2014, (B)(4), returned date: 04/03/2017. Battery: (B)(4), catalog: 1650de, exp. Date: 12/31/2015, mfg. Date: 05/18/2016, (B)(4), returned date: 04/03/2017. Battery: (B)(4), catalog: 1650de, exp. Date: 12/31/2015, mfg. Date: 12/18/2014, (B)(4) returned date: 04/03/2017. Battery: (B)(4), catalog: 1650de, exp. Date: 12/31/2015, mfg. Date: 12/01/2014, (B)(4) returned date: 04/03/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that there was power switching. The controller and batteries were exchanged with no reported consequence to the patient.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that all devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connections to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4) and power switching events due to communication errors involving batteries (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. (B)(4): heartware has opened an internal investigation to address momentary disconnections. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.